Manufacturer narrative:
H6: investigation summary no sample and (including photos) were returned for the reported issue of ¿plunger movement difficult¿ with lot number 2249073 regarding item number 300995. The device history review of material # 300995 with lot # 2249073 was checked and there was no quality notification found on this lot # 2249073 from its production date to till end of dispatch. A quality engineer was able to review the complaint of the reported issue ¿tight plunger movement¿ with the retention samples. The investigation and simulation were carried out on one retention sample where the investigating team has used one sample for plunger movement force and the plunger movement force was found with in limit. The exact root cause can only be determined if we receive the original sample. H3 other text : see h10.

Event description:
It was reported that 4 bd discardit¿ ii 2-piece syringe experienced leakage past the plunger. The following information was provided by the initial reporter: pull back during blood collection. While loading drug, it is seen that some had come out of plunger. Batch no. 2249073. It is observed in 4 pcs.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 4 bd discardit¿ ii 2-piece syringe experienced leakage past the plunger. The following information was provided by the initial reporter: pull back during blood collection. While loading drug, it is seen that some had come out of plunger. Batch no. 2249073. It is observed in 4 pcs.